Manufacturer narrative:
MFR rec¿d date. Rec¿d report date. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance & resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The service technician reported that the during servicing of this unit the touch screen was found to be unresponsive. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The service technician was able to verified the reported problem after performing touch screen calibration. The service technician replaced the touch screen to address the reported problem.

Event description:
The service technician reported that the during servicing of this unit the touch screen was found to be unresponsive. The customer reported that the unit was not in use on patient.